Manufacturer narrative:
Date rec'd by MFR: 25jul2019. The field service engineer (fse) replaced the front bezel to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the unit had a failed nav-ring. There was no patient involvement. Event date not specified; estimate used.